Manufacturer narrative:
The screw did not return for evaluation. The implant was returned with an unknown instrument stuck inside. The unknown instrument was forcibly removed by the investigator to attempt to verify if a portion of a fractured screw is inside the implant. When removing the instrument stuck in the implant, the instrument broke and a portion of the instrument remains in the implant. Since the portion of the broken instrument is blocking the view inside the implant, the presence of a fractured screw cannot be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances. A definitive root cause has not been determined.

Manufacturer narrative:
The implant and an attached screw removal tool returned on (B)(6) 2016 for evaluation.

Event description:
The dentist reported that the abutment screw (iunihg) fractured and required that the implant (xiitp5415) be removed. A new implant was placed.